Event description:
It was reported that the patient received an inappropriate shock approx. 104 months after the implantation of this lead. The associated ICD was in back-up mode and was successfully re-initialized. The ICD and the lead are still implanted and active.

Manufacturer narrative:
The devices under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing processes for these devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. Particularly the final acceptance tests proved the devices functions to be as specified. The returned device data was inspected. The inspection revealed that the ICD activated the backup mode because it detected invalid memory content during an automatic signature check. The invalid memory content was detected during the signature check on (B)(6) 2021 at 17:41 h. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. While the ICD was in backup mode one therapy was delivered by the device on (B)(6) 2021 at 06:58 h. In general, the backup mode program will be loaded from an unalterable memory where the vf detection criteria are fixed to cover the widest possible patient population and no recording of an episode is intended. For the former reason, iegms of episodes occurring while in the safety backup mode are not available, thus no conclusion could be drawn regarding the root cause of the delivered shock. The device data further showed that the ICD was re-initialized on (B)(6) 2021 at 09:00 h. An evaluation of follow-up data after re-initialization showed no indication of an ICD malfunction. Therefore, the presence of invasive external influences, such as strong electromagnetic fields, may have led to the invalid memory content. The available iegms from (B)(6) 2021 before the ICD activated the safety backup mode revealed the presence of noise in the rv channel. Based on the noise signals, the integrity of the lead cannot be assured. In conclusion, there was no indication of an ICD malfunction. The integrity of the lead cannot be assured.